Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to activate the flushing pump using a scope switch button. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on historical data, possible causes include material issues: degradation. Mechanical issues: stress, deformation, wear, corrosion. Electrical issues: component issues. Other issues; settings, peripheral influences. These can be caused by no design or manufacturing issues and can occur between components such as boards, pumps, connectors, sockets, tubes, fans, housings, panels, batteries, switches, touch screens, etc. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.